Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00032. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00032 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Initially the jada was working and controlling the bleeding, but then it clotted off [device occlusion] pateint got hysterectomy and the bleeding was controlled [device ineffective]. Case narrative: this initial spontaneous report originating from the united states, was received from a physician and nurse via clinical account specialist referring to a 22-year-old female patient. The patient¿s current conditions included uterine atony (lower segment involved). The patient¿s historical conditions included singleton pregnancy, urgent cesarean (discrepant information was also reported as vaginally), fetal demise, and blood products transfusion (unknown volume). The patient¿s concomitant medications were not reported. This report concerned 1 patient and 1 device. Approximately on an unknown date in 2023 (reported as 1-2 weeks ago), the patient was started on vacuum-induced hemorrhage control system (jada system) 2.0 (lot# and expiry date were not reported) (came with blue seal valve, kit and green carton) vaginally by the fellow, maternal fetal medicine (physician) for postpartum hemorrhage (postpartum haemorrhage). Information regarding patient¿s 1st device was captured in the oars # (B)(4) with events ¿device occlusion, device ineffective and device use error¿. On an unknown date in 2023, the physician tried placing another vacuum-induced hemorrhage control system (jada system) (lot# and expiry date were not reported), but it had the same problem as the first vacuum-induced hemorrhage control system (jada system) and it also clotted off (also reported that the second one was used as the first one clotted off and was no longer sterile) (device ineffective and device occlusion). The patient then underwent hysterectomy and bleeding was controlled. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The availability of the vacuum-induced hemorrhage control system (jada system) for evaluation was unknown. Upon internal review, the event of device occlusion and device ineffective was determined to be serious: required intervention. This is one of the two reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical interventions (one or more surgical procedures was required, or an existing procedure changed.) This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00032. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00032 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).